Event description:
On 05/11/2023, it was reported by an arthrex employee via email that an ar-8835-28 low profile screw was faulty. This was discovered upon opening the package during a procedure on (B)(6) 2023.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The returned low-profile screw was visually inspected, and it was noted that the hexalobe head geometry and the thread pitch were damaged. Nicks, bent, and scratches were observed throughout the thread length and inside the hexalobe head. It was observed tool marks on the screw tip. Based on the device damage that was reported, the most likely cause for the reported failure can be attributed to misuse/mishandling.